Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the control module display went blank. The plunger worked and could be controlled at the time the display went blank. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.